Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse (B)(6) reports via our sales rep, (B)(4) that the one wing of the clamp broke when it was detached from the ankle. The surgery could be finished. Both parts are returned.